Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device alarmed during the self-test. There was reportedly no patient involvement. The asp evaluated the device and it was determined that this was a malfunction of the therapy capacitor, which needed replacement. The asp provided the customer with a part number and pricing for a replacement part. However, the customer did not accept the quote. The investigation concludes that no further action is required at this time.